Event description:
During laparoscopic appendectomy, the jaws of the maryland dissector fell off the body of the instrument. The surgeon was able to retrieve the jaws from the pt. One of the port incisions had to be extended to acommodate the jaws. Further conversation with the customer revealed that the jaws were retrieved with a grasper through one of the ports. The account could not locate a catalog number on the product.